Event description:
It was reported that a 29-year-old female who underwent a breast augmentation primary with a mentor memorygel, 450cc silicone breast prosthesis experienced left-sided device migration, and right-side silent rupture post procedure. The issue was diagnosed through physical examination. The report stated that capsulorrhaphy was on left side only. When dr. Finished on the left side there was still marked asymmetry so, he decided to explore the right side to see if any capsule work needed to be done. Upon opening right side, the ruptured gel implant was discovered. As a result, patient underwent right-sided replacements with catalog number: 3504504bc, serial number: (B)(4), and left sided capsulorrhaphy, removed the device and placed back on (B)(6) 2022. This report relates to the left prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).